Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device reached elective replacement indicator (eri). The atrial lead was capped and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after the patient had undergone a surgical procedure, the atrial lead impedance data stopped, and p-wave amplitudes dropped. It was further reported by the clinician that the atrial impedance, atrial capture, and p-waves could not be seen on the electrogram. In addition, atrial sensing markers were not visible on the implantable cardioverter defibrillator (ICD) device. Reprogramming was done in order to produce atrial pacing information; however p-wave amplitudes remained small. The right atrial (ra) lead and ICD device remain in use. No patient complications have been reported as a result of this event.